Event description:
The customer reported that the device, pro7000de, hall oralmax elite high speed drill, was ¿excessive heat failure.¿. There was no report of injury, medical intervention, or hospitalization for the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device was overdue for preventative maintenance. The device was found to have a defective cast stator, which was found to have visual internal damage. The rotor was also found to be binding. The device was repaired, tested, and met all specifications. The root cause cannot be determined, however, based upon the evaluation, the likely cause of this event was that the device was not kept properly cleaned, and the service interval for preventative maintenance was not followed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. A two-year review of complaint history revealed there has been a total of 69 complaints, regarding 73 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. The oralmax elite high-speed drills (pro7000de) shall be returned every 6 months for servicing. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, pro7000de, hall oralmax elite high speed drill, was ¿excessive heat failure.¿. There was no report of injury, medical intervention, or hospitalization for the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.